Manufacturer narrative:
An event of paravalvular leak approximately 3 months after implant was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that the valve was correctly sized based on provided dimensions, there was sufficient calcification for seating, the deployment depth was 3mm, and there were no deployment difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, the root cause of the reported paravalvular leak could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor was chosen for implantation utilizing a large flexnav delivery system. Pre-balloon annular valvuloplasty (bav) was performed. Dimensions of valve were average: 24mm, area: 454mm, perimeter: 76.1mm. Valve was implanted at depth of 3mm with all retainer tabs releasing. Sufficient calcium was present for seating. No post-bav was performed. The patient remained hemodynamically stable and there were no device issues. On 10 november 2023, it was reported the patient returned with moderate-severe annular posterior perivalvular leak (pvl) and dyspnea. The pvl was located annular and posterior. The patient was re-hospitalized on 15 november 2023 to treat the pvl. Successful bav with 26mm non-abbott dilatation catheter was performed. The patient is reported to be stable.